Event description:
A (B)(6) pt underwent nanoknife ire treatment for multiple metastases within the lung (B)(6) 2010. As a result of this treatment an event was reported. Hemorrhaging was seen in the area treated post ablation.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the hemorrhaging in the treated area could not be ascertained. Hemorrhaging is a known potential adverse effect that is documented within the nanoknife instructions for use (ic 038 rev. D) document and would be expected by the treating physician. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).